Event description:
Situation/primary concern: defect - vyaire infant flow generator ncpap. Background: rt was called to pt beside by rn to look at equipment. Pt is receiving nasal continuous positive airway pressure (ncpap) through the vyaire sipap machine. Rn noticed a hole in the expiratory limb of the infant flow tubing which was leaking water onto pt isolette bedding. Rt grabbed new infant flow generator kit from clean supply. When exchanging the flow generator, rt noticed two holes on the new flow generator expiratory limb as well. (Lot: 0004262729) rt grabbed second flow generator kit with different lot number, and it had a hole in it as well. (Lot: 0004240543). Rt confirmed that this is a manufacturing error and holes should not be in expiratory limb. This error does not effect pt ventilation or oxygenation. However, depending on where the holes are located, the water can leak out causing bedding to get wet and baby potentially getting cold. Recommendation: rt will place tape around expiratory limb hole. If leaking continues to be a problem, rt will exchange vyaire sipap for servo-u ventilator with flexi trunk ncpap.